Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that her daughter's insulin pump keeps alarming with no delivery. The patient's blood glucose at the time of incident was 535 mg/dl, which they treated with the pump; the blood glucose then returned to normal levels. The mother stated that the infusion sets tend to fall out of her daughter and cause no delivery alarms since one side of her body is muscular and the other isn't. The infusion sets tend to function well when inserted into the non-muscular side. No products were shipped or returned.